Manufacturer narrative:
Product information in section d and h4 has been updated. H6: e0509, ischemia and a01, patient device interaction problem have been added.

Manufacturer narrative:
B1/b2 required intervention was removed as intervention is unknown. A new b2 selection was selected as there is insufficient information. D4 primary UDI number was added as it was omitted from previously submitted reports.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2025, an impella cp mechanical circulatory support device was implanted in a 51-year-old female patient for treatment of an acute myocardial infarction with associated cardiogenic shock. Following implantation, device signals were not present on the spoiler indicators bilaterally. The treating physician attributed the absent signals to the patient¿s use of vasoactive medication support. However, the possibility of vascular occlusion due to the position of the introducer sheath could not be ruled out. No additional clinical information was provided for this case.